Event description:
(B)(4). I have no other medical conditions or illnesses to report. My story starts on (B)(6) 2014. I was admitted into the hospital at 1pm for a repeat c-section (prior and first c-section was preformed in 2012) with my third and final child. At 3pm, the surgery was preformed and shortly thereafter my baby girl was born, followed by my tubes being tied - I was told that she would only cut, tie and burn my tubes that no other devices or options would be done without my consent. I left the hospital after 3 days believing that what my obgyn told me was true, I never looked back... Until around 5 months after my child was born. I was told to stop breast feeding at 3 months, but continued for 4 months and gave up shortly after. I started to notice horrible pains all around my incision within a month after stopping the breastfeeding... I talked to my ob after dealing with the pains for a month - once my period started back. At this time, I had a new obgyn as we had moved out of state. I had no idea that I had filshie clips at this point, my current ob stated it was just pains from my body returning to normal after the breastfeeding and surgery were months over. Over the course of the next few months, my pains were so horrible that I couldn't sleep much at all, I also noticed I had no energy at all... I even invested in b12 injections just to see if they would help - no luck there. Then the worst part occurred, I have never had mood swings before - even during my period, my mood has always been good. Unfortunately that all changed and soon enough my kids started to call me "mommy the monster" and my husband threatened divorce.. All because I could not control my mood swings, the pain or my low energy which also included my libido.. Or lack thereof... I have not had any interest in my husband or in sex since having my daughter in 2014. I am only (B)(6) years old - this is not typical behavior for a woman my age. I have been severely depressed since these issues have came about, at one point with the help of a new ob, I was told to try a few things to help my mood swings, she even prescribed me the pink pill "female viagra" in hopes it would help. The supplements I took for my mood helped briefly for around 2 months - the pink pill did nothing but give me incredibly harsh side effects, so I quit that almost immediately. My new ob who spoke of the supplements and pink pill did not believe any of the issues I have had/am experiencing are due to the tubal litigation or the filshie clips. When asked if she thought the clips had moved, she simply felt over my scar and said "no" I have never felt confident in that as I constantly feel pains - hard, painful pains in my sides and rarely around my scar. She said she has never heard of anyone having problems like mine after a tubal has been preformed. I feel this is all because she herself, uses filshie clips. I discovered in (B)(6) 2015 after receiving a detailed bill from the hospital where I had my c-section/litigation preformed that I had the filshie clips inserted. My heart was broken and I felt betrayed by my ob, I never signed my consent to have the clips inserted. Its sad I had to find out I had the clips via a bill. Mind you, we are still paying not just the bill - but myself for the surgery. I am still dealing with the horrible pains, mood swings, night sweats and no libido....